Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance out of range (oor) measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Currently, this rv lead remains in service due to the limited information received, further follow-up to obtain related details was not possible and no adverse patient effects were reported.